Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/11/2016 that an issue occurred with lap sponges from within a minor kit. The customer reports lap sponges fraying resulted in the physician having to clean the wound.

Manufacturer narrative:
Updated to add corrected details regarding the incident received by the customer.

Event description:
It was reported to covidien on (B)(6) 2016. The customer reports lap sponges fraying. On (B)(6) 2016, the customer further stated that the product was unrolled and prepared for use. The product fell apart before use. It did not contact the patient.